Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on (B)(6) 2116 to report that on (B)(6) 2116, the patient's receiver and smart device lost connection with the transmitter. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional d10: device available for evaluation - additional h2: additional information/device evaluation h3: device evaluated by manufacturer - additional h6: event problem and evaluation codes - additional.

Event description:
The receiver was returned for evaluation. A visual inpsection was performed and the universal serial bus (usb) interface is damaged. Because the main board connector is dislocated from the printed circuit board, the reported event of an overheating receiver was confirmed. A root cause could not be determined.

Event description:
Previously f1 was submitted with incorrect MFR # year 2015. Resubmitted follow up 001 report with correct MFR# number 3004753838-2016-41002 to match the initial MDR.

Manufacturer narrative:
(B)(4). B5: b5: describe event or problem - correction. G7: type of report. H2 type of follow up - correction. Previously f1 was submitted with incorrect MFR # year 2015. Resubmitted follow up 001 report with correct MFR# number 3004753838-2016-41002 to match the initial MDR.